Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Sensor state 8 with event log 9 and 11 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. The sensor was de-cased and a linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. A sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Signal loss message was not displayed. An extended investigation was performed and it was determined that the sensor passed signal loss alarm testing as signal loss message was not displayed after sensor was scanned with reader to re-establish bluetooth connection and then was placed at a distance from the sensor. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. Customer had contact with a healthcare professional (hcp) who administered ¿insulin spritz 16mg¿ for treatment or a reported diagnosis of hypoglycemia. It should be noted that the reported treatment is not consistent with the reported diagnosis. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced a loss of consciousness. Customer had contact with a healthcare professional (hcp) who administered ¿insulin spritz 16mg¿ for treatment or a reported diagnosis of hypoglycemia. It should be noted that the reported treatment is not consistent with the reported diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.